Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by the following causes: -the coating was peeled off because an external force such as squeezing the insertion tube was applied by the user's handling. -the coating was peeled off because an external force such as strongly rubbing the insertion tube with a cleaning brush was applied during cleaning. Olympus medical systems corp. (Omsc) determined that the reported event could be prevented because the instruction manual contained a warning about excessive external force on the bending section. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. There was a leakage from the probe and bending section rubber. There was a hole in the distal end. The probe housing was slightly dented. The bending tube was corroded. The insertion tube was kinked. The angulation was insufficient. The ccd unit was a little peeled off. The image guide bundle had five broken fibers and was damaged by moisture. The device was last repaired on march 28, 2020. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the coating of the insertion tube was peeled off. There was no report of patient injury associated with the event.